Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously fourteen years remaining longevity. During the recent check, the device showed nine years remaining longevity. Eighteen percent of atrial fibrillation (af) burden was noted. Analysis showed that the device was depleting normally. The power increased due to the onset of persistent atrial fibrillation. The present average right atrial (ra) sensed rate was 177 beats per minute (bpm). Power can be reduced by terminating the arrhythmia or switching to a non-ra sensing mode. The health care professional (hcp) thought that they will leave it as is because it was relatively new onset of atrial fibrillation (af). The clinic will monitor atrial fibrillation (af) and battery. The device remains in service. No adverse patient effects reported.